Event description:
10/1/79 rptr had rash on sacrum which recurred every 5-7 months until implants explanted. In 1980 she started having nausea which lasted 2 or 3 days and mow lasts for 3 or 4 weeks at a time. Summer/fall 1987 she had inflammed right tmj from tension/fibromyalgia in neck and jaw muscles. This recurs in spite of wearing a mouth splint every night. 9/92 - 6/93 flu-like symptoms of nausea, vomiting, diarrhea, headaches, muscle and joint soreness and pain, sore throat; extreme fatigue, memory loss and insomnia, recurs still in varying degrees of severity depending on level of activity. Fall '95 anger and depression because she is not better.